Event description:
Health professional reported the patient "had a small amount of seroma at the operating room and it was found to be alcl cells in the cytology fluid." No pathology results are available; alcl is not confirmed and therefore will be reported as lymphoma. Device has been removed.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable.